Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed due to defective printed circuit boards (pcb). Additionally, it was observed the video connector was worn, the software (sw) needs to be updated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the video processor is connecting with the scope, but image is black. There were no reported injuries, or harm related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit boards/patient board set could not be identified. However, it¿s likely the cause is related to the design change of the operational amplifier circuit of the dr board prior to countermeasures being taken. A design change of the dr board was made on april 16, 2018. Olympus will continue to monitor field performance for this device.